Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. O2cell calibration needed. Ventilation / pre operational check. The procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
Our engineer tried to calibrate and found the o2 cell faulty.